Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive and exposed from damage to the keypad. The reporter could not determine whether the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was lifted and the key contacts were exposed. The audio bolus button cover was observed to me missing. The bolus button cannot be tested due to the missing cover. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and the down and ok buttons responded appropriately. Evaluation revealed that there was contamination found under the up and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen has a pinkish contrast when powering to the verify screen.